Manufacturer narrative:
Eval of the device was not possible due it being discarded by the user facility along with packaging.

Event description:
On (B)(6) 2010, ge healthcare received info concerning a malfunction connected to an implantation of iodine (I-125) brachytherapy seeds 6711 lot 100275c, presented as rapidstrand rx strands. On (B)(6) 2010, a pt underwent implantation of 34 rapidstrand rx brachytherapy seeds loaded in 14 needles (0.414 mci on reference date (B)(6) 2010). Nothing unusual was noted during the implantation; however, in one needle, #12, the strand became stuck and was pulled from the pt as the needle was withdrawn. It was reported that the pt was treated satisfactorily by implanting two loose seeds at the positions intended for the strand. The facility disposed of the needle and packaging and kept no images of the product. Investigation of the product could not be performed.